Event description:
Allied health provider was preparing to intubate a patient. The acnp [advanced certified nurse practitioner] checked the cuff, and it inflated and held air. The acnp intubated the patient and immediately had to reintubate the patient due the cuff not retaining air. After the et [endo tracheal] tube was removed, it was noted the cuff had blown. The patient was successfully reintubated without any harm.